Event description:
Caller states that she tested back to back on the same device within 10 minutes with the following results: 215mg/dl, 300mg/dl, lo. No adverse event reported, customer ate fruit after the lo result. No medical treatment sought. No quality controls were used. Requested return of suspect device and replacement was sent.